Event description:
Major pump unit(s) involved: blood pump.additional text: heartmate xve.specific component(s) involved: other component malfunction.other component: pump motor.causative or contributing factor: no specific contributing cause identified.intervention(s): switch from vented electric to pneumatic-mode.implant device type: lvad.

Event description:
It was reported that the device was explanted after an implant duration of approximately 19.5 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.